Event description:
Stryker trauma received a letter from the patient's attorney regarding a broken ti fibula plate. Patient was revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.